Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the customer that it was noted that a time change on pump after changing time/date settings. Customer reported a 3 minute time difference. There was no impact to the customer's blood glucose level. However, the customer stated to be concerned that time change could eventually effect basal delivery. It was indicated that the customer would continue to use the pump until the replacement arrives.